Manufacturer narrative:
If explanted, give date: not applicable as there is no indication that the lens was explanted. Phone number: (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that just after the implantation of an intraocular lens (iol), the surgeon observed a white line (lint or scratch mark) on the optic. The pre-operative visual acuity (va): 0.02 diopters. Visual acuity (va) two weeks after the operation: 0.4 diopters (20/50). The surgeon is taking a wait-and-see approach. The customer commented that the surgeon has no plans to explant the lens, due to the patient having anomalous fixation for the macular disease anamnesis. No further information was provided.

Manufacturer narrative:
Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in completely advanced position and the cartridge correctly engaged into the lower body of the pcb00 device. Visual inspection showed that scarce amount of viscoelastic was observed only in the cartridge tube. The intraocular lens (iol) was not returned as to date it remains implanted. Videos of the procedure were received and they were evaluated. No debris or particles were observed. Due to the video resolution it could not be determined if the customer's reported complaint is a scratch or a fold line. The complaint could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.